Manufacturer narrative:
The event occured two months prior to when customer reported the event and customer declined to provide information for an evaluation. Customer would not supply data.

Event description:
On (B)(6) 2012, customer reported that the dxc 600i instrument generated a non-reproducible false positive accutni result above the ami cut-off for one patient. Customer stated that this event occured about two months prior (approximately on (B)(6) 2012). Customer stated that the initial result (>7 ng/ml) was reported out of the laboratory, as the laboratory did not have a "repeat protocol" in place. Customer stated there was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment to the patient due to the erroneously elevated accutni result. The patient was, however, transferred to another hospital and was found to have a "negative" troponin result. No additional information regarding the actual result, analyzer used, or type of sample used by the second hospital laboratory was provided. The negative result was communicated to the initial hospital via phone. It is unknown if the patient was transferred based solely on the erroneously elevated accutni result, as the customer has declined to provide any further details regarding this event. Customer stated that the original patient sample was re-analyzed (this sample was drawn the day before, and the customer could not confirm how the sample was stored) and was found to be "negative". Customer stated the sample was collected in a lithium heparin tube, however attempts to obtain any further information regarding this event were declined by the customer. The failure mode for this event is unknown and could not be determined using the supplied information.